Event description:
It was reported that a flogard infusion pump experienced an open door alarm. It was not specified when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. Functional testing identified the reported open door alarm. The cause was determined to be a missing door magnet. To resolve the issue the magnet was replaced and the device was returned to the customer in good working condition. If any additional relevant information is received, a supplemental report will be submitted.